Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high shock impedances of greater than 125 ohms. The impedance measurements had been climbing gradually. The patient was seen for defibrillation threshold (dft) testing where a 21 joule shock resulted in a 61 ohm measurement in dual coil configuration. The patient was to continue to be monitored via their remote home monitoring system. There were no additional adverse patient effects reported.